Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation, the surgeon noticed that there was a damaged area visible near the edge of the intraocular lens (iol). The lens was removed and replaced during the same procedure. It was indicated that the direction for use where followed. There were no medical or surgical interventions required. The patient has fully recovered and no further information was provided.

Manufacturer narrative:
Additional information: device evaluation: no iol (intraocular lens) was received, and no issues were identified with the suspect handpiece. The provided source photo was evaluated and we found what appears to be an edge tear, and also unidentifiable marks on the lens surface. The root cause and the potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.